Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a broken sensor. The customer's blood glucose reading was 164 mg/dl. The customer stated that she took her sensor off and it broke. The customer stated that the needle was in and did not see it retract. The customer stated that it was sore in the area she inserted. The customer stated that when she pulls the stem from her body, she did not see the needle in the stem. The customer was advised that she should not be able to see the needle retract when pulling the stem.

Manufacturer narrative:
Unable to verify the complaint of insertion needle anomaly due to the insertion needle was not returned. However, received one opened and used enlite sensor.